Manufacturer narrative:
Findings: unit had minor scratched lcd window, cracked battery tube threads, missing o-ring (reservoir tube), cracked reservoir tube window and cracked case at reservoir tube window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is crack and pieces missing on the top of the reservoir. Customer does not know how the damage happened. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.